Event description:
On (B)(6) 2026, the lay user/patient¿s father contacted lifescan (lfs) united states, alleging that the patient¿s onetouch verio reflect meter was reading inaccurately low and erratic. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy began at an unspecified date and time in (B)(6) 2026. The reporter claimed the patient received blood glucose results of ¿105, 261, 70, 116, 90, 82, 78, 69, 82, 59, 61, 117, 81, 56, 76, 171, 68, 79, 45, 202, 203, 91 and 75 mg/dl¿ with the subject meter, performed more than 20 minutes apart. The patient manages their diabetes with insulin (humalog and glargine). The reporter stated that the patient took less humalog based on the subject meter results. The reporter claimed that on (B)(6) 2026, around 12:00 pm, the patient obtained a blood glucose result of ¿70 mg/dl¿ with the subject meter and was experiencing ¿stomachache¿ but received a result of ¿over 600 mg/dl¿ on the hospital meter when they were taken to the hospital. The reporter stated that at the hospital, the patient¿s ketone levels were reported as high, and the patient was promptly treated. The reporter claimed that the patient was administered insulin every 2 hours over multiple intervals and was hospitalized. The reporter declined to provide further information. At the time of troubleshooting, the cca determined that an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after taking less insulin based on alleged inaccurate results obtained with the subject meter.